Event description:
It was reported during implant procedure that insulation breach was noted on the lead and blood contaminated the body of the lead. The lead was successfully exchanged. There were no patient consequences.

Manufacturer narrative:
The reported events of insulation damage and ¿blood was mixed in the body of the atrial leads¿ were confirmed. As received, a complete lead with a stylet was returned in one piece. The helix was partially extended and clogged with blood/tissue. Visual inspection found the outer insulation cut/damage at the proximal region and blood/ body fluids found inside the outer insulation. The cause of the reported event of insulation damage was consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any other anomalies except for procedural damage.